Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a system problem rm04 while charging the implant, and the message subsequently disappeared. The patient reported not feeling stimulation on the left side of the body and not feeling stimulation for the right side, even though the stimulation setting was at 9 amplitude, a level that previously provided pain relief. The patient also noted that stimulation was directed toward the left side. The patient was being treated for pain. An x-ray was conducted to check lead and wire placement, and it was reported that the leads and wires were in perfect place. Patient service assisted with turning therapy on, confirmed there were no codes on the controller screen, and verified that there was no visible damage to the recharging antenna. The patient was advised to monitor the device and report any further issues. The issue was not resolved, and a request was sent to replace the recharger device.

Event description:
Additional information was received from the rep. It was reported that"impedances and connections were all normal at last visit 7/3/ 25".actions taken was "reprogrammed device. Patient stated he was in car accident but lead connection and impedances were normal- midlevel sent for x-ray to check placement ".the reported issue was not resolved"unsure yet but might send for revision based on x-ray ".information was confirmed and provided by the physician.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.